Event description:
When a physician used the subject device for a laparoscopic cholecystectomy, the probe of the subject device broke and the distal ends fell off inside the patient's body. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of the same model. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 23rd, 2015. The subject device was returned to omsc for evaluation except for the fragment of the probe. The evaluation confirmed that the probe broke at 17 mm from the distal end on october 16th, 2012. There were not any scratches, which may lead to the fracture, around the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, omsc concluded that the probe broke due to the physical stress when the user might have activated ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. The instruction manual of the subject device already warns; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. These phenomena are most likely related to the user's technique.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal, such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The instruction manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects (eg metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.